Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3189, UDI: (B)(4), serial:(B)(6), batch: t00005284.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue. Note : it is unknown which lead is related to this issue.

Event description:
Additional information received indicates that both leads migrated. Surgery took place on (B)(6) 2025 wherein the leads were repositioned to address the issue. Effective therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.